Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was failed to interrogate via radio frequency (rf) telemetry. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.